Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted due to the unk reasons. The specific model and reason are unk. No other details were provided.